Manufacturer narrative:
H10: internal complaint reference case-(B)(4).. H3, h6: the reported device was received for evaluation. A visual inspection revealed that both devices were each returned in original packaging with the batch number of the complaint on the labels. Device one: the t1, t2, and suture are still on the needle, the tip of the needle is missing. The edges of the channel are bent around the distal end of the t1 blocking it from deploying. The t2 is pushed forward to touch the proximal end of the t1. The variable depth straw is trimmed. Device two: the t1, t2, and suture were not returned. The variable depth straw was trimmed. A functional evaluation was performed on the returned device and found device one will not deploy due to the broken and bent device tip. A functional evaluation could not be performed on device two as the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU does note: ¿do not bend delivery needle¿ and ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, two (2) ultra fast-fix could not deploy the t2 implant. The t1 implant was removed from the patient by pulling it out. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).